Event description:
A healthcare professional reported that the patient was hospitalized due to episodes of hypoglycemia. According to the physician, the patient was awaiting hospital discharge at the time of reporting. Multiple good-faith attempts were made to obtain additional information, but were unsuccessful. No further details regarding the event date, duration of pod wear, length of hospitalization, glucose values, diagnosis, or treatment were available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Down/smartphone: data not available omnipod 5 software app version: 2.1.0 operating system: 26.2 hardware: iphone14.3 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.